Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the resin part of the image guide tube had fallen off, the image was cloudy due to internal humidity, watertightness was not maintained due to the piece falling off the insertion tube, the flexible tube of the insertion section was crushed, the insertion tube was wrinkled, the bending angle was insufficient, the curved rubber adhesive was discolored, the operation part was scratched, the grip was scratched, the angle lever was scratched, the universal cord was scratched, the video connector was scratched, and the video connector case was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the rhino-laryngo videoscope had a poor image and an abnormal appearance of the tip insertion part. Inspection and testing of the returned device found the resin part of the image guide coil had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the peeled coating of the insertion tube was caused by load, handling, or other issues. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer which confirmed the customers reported event (poor image and abnormal appearance of the tip insertion) occurred after inspection. Pre-use checks were completed. The unknown procedure was completed with the instrument in situ.